Event description:
It was reported that the patient received an alert due to out-of-range shock impedance. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the impedance anomaly was confirmed in the laboratory. The device was found to have a broken case wire inside the can, affe cting rv to can and svc to can vectors. The only hv discharge was from rv to svc. The open wire connection could account for out of range hvli measurements.